Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct preformed a patient on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complaint, during the procedure, the extractor rx retrieval balloon was used to make approximately three sweeps of the common bile duct. On the fourth sweep of the common bile duct the tip on the end of the balloon broke off into the patient's common bile duct. The tip was the only piece of the device that fell off. The tip of the balloon was retrieved, along with the stone, using a trapezoid basket. There were no issues with the trapezoid basket. To ensure that the common bile duct was clear a final sweep of the common bile duct was made using a competitor's device. The procedure was completed without complications. There were no patient complications reported as a result of the event. The patient¿s condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results the complaint sample was returned for evaluation and the complaint description was confirmed. Visual examination of the device confirmed that the distal tip detached from the catheter, as the whole tip together with the balloon was found to be missing. The catheter was found to be kinked in several places. The c-channel was found to be damaged with jagged edges near the tip. Based on the condition of the returned device, the reported defect of distal tip detached/separated was confirmed. The most probable root cause of this event is operational context as due to some procedural/anatomical factors encountered during the procedure performance was limited. A review of the device history record (DHR) was preformed and confirmed that this device met all material, assembly and performance specifications. Review of the labeling materials for the extractor balloons confirmed the device was used in accordance to labeling.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a extractor rx balloon was used during endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct preformed a patient on (B)(6), 2011 (patient age, gender, and weight are unknown). According to the complaint, during the procedure, the extractor rx retrieval balloon was used to make approximately three sweeps of the common bile duct. On the fourth sweep of the common bile duct the tip on the end of the balloon broke off into the patient's common bile duct. The tip was the only piece of the device that fell off. The tip of the balloon was retrieved, along with the stone, using a trapezoid basket. There were no issues with the trapezoid basket. To ensure that the common bile duct was clear a final sweep of the common bile duct was made using a competitor's device. The procedure was completed without complications. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.